Manufacturer narrative:
(B)(4). Date sent: 04/06/2016. Batch # m55m9p. The analysis results found that the tcr75 reload was received with the reload forks broken and fully loaded with staples. No functional test was performed due the condition of the cartridge. This damaged is consisted with an improper loading technique. Please reference the instruction for use for proper cartridge loading. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during an unknown procedure, the proximal end of the reload was damaged when it was loaded into an instrument. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.